Manufacturer narrative:
Zoll medical corporation has received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device history logs. However, the device was put through extensive testing including bench handling, impedance testing, defibrillation cycling and evironmental chamber testing without duplicating the report. An internal inspection of the device found no discrepancies. A system interconnection cable was replaced as a pre-caution. The device was recertified and returned to the customer. The electrode pads and battery pack involved were not returned as part of this evaluation. Analysis of reports of this type has not identified an increase in trend.